Event description:
After implantation of a subcutaneous implantable cardioverter defibrillator (s-ICD), the patient had baseline shifts in the primary and alternate lead vectors with no evidence of air trapping. After consulting with the physician, the patient waited a few days to rule out air pockets. Since the patient still had baseline lifts in the primary and secondary vectors after a few days, the physician decided to open the pocket to check the connection in the header of the electrode. The physician was able to detect tissue at the pin of the electrode, which was probably also in the header. After cleaning and reconnecting into the header, another setup was performed and the vectors were checked. No evidence of noise or baseline shifts was found. The pocket was closed and a successful dft test was performed. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.